Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels from 50 to 65 mg/dl. Bg cause was not known but contact reported that customer is prone to low bg levels. Customer consumed either 15 grams of carbohydrates or drank a juice to address bg. Customer received intervention from their mother which is a normal occurrence as customer is young. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading on (B)(6) 2020 was 64 mg/dl. A review of the log indicates that the lowest bg reading on (B)(6) was 71 mg/dl. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.